Event description:
A customer reported experiencing multiple instances of cartridge alarm 20 while the pump was in use. The customer's blood glucose level was reported as "high" but no specific value was known. In response to the high blood glucose, the customer administered a correction injection using a manual method. There was no need for third-party assistance. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump as it was out of warranty. The customer expressed interest in obtaining an out-of-warranty loaner pump and planned to use manual injections as a backup to ensure continued insulin delivery.